Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, five patients experienced suture broken due to too much tension. Three patients experienced needle detached due to too much tension in the sutures. Five patients experienced needle bent as a result of incorrect use and three patients experienced needle dull in consequence of incorrectly used of needle.